Manufacturer narrative:
The reported event was confirmed; supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ (B)(4). Device history record is not required for this complaint. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the inflation valve area and the foley catheter balloon did not inflate during the pretest. As per investigator notification received on 14jul2023, stated that the complaint was confirmed syringe leakage issue.